Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured and a pinhole was noted in the middle. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.